Manufacturer narrative:
(B)(4). Batch # r59f22. Photo evaluation summary: one photo was provided. The picture shows a device with a inside of its original package. The closure trigger can be seen broken. Based on the picture alone the event described is confirmed. Please refer to device analysis for full analysis details. Device evaluation summary: the analysis results showed that the cs40g device was received with the closing trigger broken and in the opened position, otherwise with no apparent damage. The device was received with a reload present. The reload was returned with staples present, with the washer uncut and with the knife recessed below cartridge deck. The reload lockout was not engaged; this is correct since reload still had staples. The ledge of the lockout showed no indentations. The device was tested for functionality with the returned reload and using a screw driver as a closing lever. The device fired, cut and formed the staples as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue and or trying to close the device with the cartridge not fully seated. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information provided: the patient had no permanent or serious damages, did not need to have his hospitalization prolonged due to the event, did not need to be re-operated. According to a picture sent, the piece that broke is the closing trigger, that is on the external side, and had no contact with the patient. Photo evaluation pending.

Event description:
It was reported that during a surgical procedure using the contour cs40g stapler in rectosigmoidectomy with lowering, there was a failure in the cut phase despite the occurrence of a closing trigger rupture. This was noted after this even with the broken closing trigger.